Event description:
Caller stated that cord exploded on her 055. It burned her couch and flames came out of the switch and burnt her hand. She said she would provide pictures as proof.

Manufacturer narrative:
Despite providing a pre-paid return service label, the product in question has not been returned as of the date of this report.